Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, interaction with other devices or improper/inadequate crimping at the time of manufacture. It is possible for stent dislodgement to occur as a result of handling during product preparation, although it is unk if the sds was prepped in this case. Unfortunately, without the device to examine, no conclusive root cause for the reported stent dislodgement can be determined.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that a 4.0 x 12 mm vision stent dislodged prior to use. Reportedly, there was no pt involvement. No additional event or pt info is available.